Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 44 mg/dl treated with food. Customer had received sensor glucose vs blood glucose difference alert. The low blood glucose event was related to the sensor glucose vs blood glucose event. Auto mode feature information was unknown. Customer declined to troubleshoot for low blood glucose. Customers last blood glucose reading was 139 mg/dl. The insulin pump will not be returned for analysis.